Event description:
The rep reported that the pattie was misplaced during the surgery, however, when located the device was x-rayed and could not be seen under xray. In addition a device from another lot, not used in the case was also xrayed and could not be seen.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Please note that a therapy date has been specified as it is a required field. We do not use therapy dates and as a result today's date was used. (B)(4): device not returned.